Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 2 pedicle screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): the deviation of 2 of the 26 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 5 to 10 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screws at l4 (deviating laterally left by ca. 5 - 9 mm) was: a relative movement of the anatomy during the surgery between the vertebra the patient reference array was fixated to (the spinous process of vertebra t10.), and the vertebrae operated on (l4) due to a non-rigid connection of these and forces applied to the spine. A structural instability (scoliosis) was present in between t10 and l4 vertebrae, reducing the rigidity of the spine. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the registered preoperative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. Specifically for this case it appears from the results of investigation, that the verification by the user was not properly and sufficiently performed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this user.

Event description:
An open surgery (on (B)(6) 2023) on the thoracic and lumbar spine for scoliosis correction, with intended placement of vertebra screws / rods at each level of t3-l4, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d nav 2.0. During the procedure the surgeon: with the patient in prone position attached the navigation reference array on the spinous process of vertebra t10. Acquired an intra-operative 3d (x-ray) scan of t11-l4 with automatic image registration of the current patient anatomy to the navigation, verified the registration, accepted the accuracy to proceed, and performed screw placements on those levels with the aid of navigated instruments. Re-located the navigation reference array and attached it on the spinous process of another vertebra (t1). Continued the surgery with the approach as above on levels t5-t11 and t3-t4. Acquired an intra-operative 3d (x-ray) scan of t3-t10 to verify the screw placements on those levels, and determined the placements as acceptable. Acquired an intra-operative 3d (x-ray) scan of t11-l4 to verify the screw placements on those levels, and determined deviating screw placements at l4. Removed the screws at l4 and replaced them with the aid of navigation. Performed a final verification scan with an o-arm to verify correct placement of all screws and determined them as acceptable. According to the hospital/surgeon: the deviation of 2 of the 26 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 5 to 10 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.